Event description:
The plaintiff's attorney alleged that the decedent experienced an aneurysm on (B)(6) 2011 during use of the product, a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one event (aneurysm) of three events reported for the same patient involving two separate products; associated MDR report numbers: 1225714-2013-01463, 01464, 00787, 00788, 00789 and 00790.